Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported, it was an off-label case of an implant of a 29mm sapien 3 valve as intended in mitral position by transfemoral access and septal puncture. Two valve leaflets did not move and, consequently, the patient suffered from hemodynamic instability. Seven days post-procedure, it was decided to perform a valve-in-valve with a second 26mm sapien 3 ultra valve, implanted by transfemoral access and septal puncture with no issue and good result. Unfortunately, the patient expired as per medical opinion, the root cause of this event was incomplete expansion of the initial valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected b2 outcomes attributed to adverse event and h1 type of reportable event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Native mitral valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint was unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in native mitral valve position for this case. Therefore, it was off label operation. During the manufacturing process, all sapien 3 thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported ''it was a case of an implant of a 29mm sapien 3 valve as intended in mitral position by transfemoral access and septal puncture. This valve did not work properly because 2 leaflets did not move, and the patient had hemodynamic instability''. Per medical opinion, the deployed valve was incompletely or under expanded. In this case, under-expanded valve could lead to the suboptimal leaflets coaptation, resulting in leaflets motion restriction as reported. As such, available information suggests procedure factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.